Manufacturer narrative:
Medical device expiration date: unknown. Address information was obtained by searching the facility name on google. Result found: no. (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date:

Event description:
It was reported that while using bd insyte¿ autoguard¿ shielded IV catheter 24ga, the needle partially retracted. This occurred once and there was no report of patient impact. The following information was provided by the initial reporter: "iag needle malfunction."

Manufacturer narrative:
Medical device expiration date: unknown. Address information was obtained by searching the facility name on(B)(6) . Result found: no. (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date:

Event description:
It was reported that while using bd insyte¿ autoguard¿ shielded IV catheter 24ga, the needle partially retracted. This occurred once and there was no report of patient impact. The following information was provided by the initial reporter: "iag needle malfunction."

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 12/29/2021. H.6. Investigation: our quality engineer inspected the sample and photograph submitted for evaluation. Bd received one retracted device without the catheter adapter assembly. In addition, one photo was received for investigation. Upon inspection of the received unit and the photo it was identified that the barrel of the device has been damaged. The damage to the barrel was identified as the cause of the needle retraction failure. The reported issue was confirmed. Although the reported issue was confirmed, it could not be determined if the damage resulted from the manufacturing of the device or from the user environment. Damage to the barrel of the device may occur due to misalignment or improper machine setup during barrel placement or the barrel stomp steps of manufacturing. Additionally, damage may occur due to a station crash. During handling of the device damage may occur due to impact to the device while in package. Without the package this root cause cannot be eliminated. A DHR review could not be performed as the lot number is unknown for this complaint. H3 other text : see h.10.

Event description:
It was reported that while using bd insyte¿ autoguard¿ shielded IV catheter 24ga, the needle partially retracted. This occurred once and there was no report of patient impact. The following information was provided by the initial reporter: "iag needle malfunction."